Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen blending module board needed to be replaced for a low oxygen flow condition. The device's oxygen blending module manifold was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming for a low oxygen flow condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue.